Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified vessel. A 1.5 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.